Event description:
A customer reported to beckman coulter, inc. (Bec) that their synchron antistreptolysin-o (aso) reagent cartridge was leaking from the bottom seam. No injury was reported in connection with this event.

Manufacturer narrative:
Service was not dispatched for this event. A replacement will be sent to the customer. (B)(4).